Event description:
Customer reported that the t:slim x2 pump battery would not charge for a few days, and a power source alert was recorded. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to plug the wall adapter into a known functional outlet for at least 30 minutes to see if the pump would charge, and a follow-up was planned.